Manufacturer narrative:
Investigation : x-review DHR - x-inspect returned samples. *analysis and findings. Complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 11/25/2014 under wo#'s (B)(4) & (B)(4) and shipped on 12/17/2022. Manufacturing record review: DHR's 173984 & 173985 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was repaired under a recall rework work order #317512 3/10/2022 on an unrelated issue. No additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on repair log (B)(4), this unit was at csi on 10/04/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint the unit has an rf leakage error. Root cause: CAPA 801 was initiated to determine a root cause. The investigation has determined the design is intact and not faulty. The leep system is designed with a safety feature to cut power in any mode when rf leakage is detected. This is in place to protect the end user and patient from potential shock. In the investigation the failure had been repeated under certain conditions that supports an issue in the set up when in use that is not design related. *correction and/or corrective action . The unit was fitted with a new board, tested to specifications and returned to the customer. No further training is required.

Event description:
Coagulation function issue. Recall was done RMA 326870 wo# 317512 fs log #(B)(4). 1216677-2022-00276 leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Coagulation function issue. Recall was done RMA (B)(4) wo# (B)(4). Fs log #(B)(4). Leep precision generator lp-20-120 (B)(4).